Manufacturer narrative:
Arjo was informed about an event involving the maxi move device. It was reported that during patient transfer from a chair to a restroom the spreader bar detached from the lift. A customer did not provide information if any injury occurred. After the event, an arjo representative evaluated the device. The device inspection revealed that the bolt holding the t-bar in the lifting arm had broken off. The arjo representative assessed that the lift was in ¿poor condition¿. The lift has been in use for 12 years and was not under the arjo service contract. The device service was performed internally by the customer. T-bar is a part of the maxi move which connects the spreader bar to the lift. Based on previous complaints manufacturer was able to identify certain conditions under which the failure might have occurred: t-bar bolt was loosened; during e.g. Maintenance, the bolt was then re-torqued, with no application of loctite. The IFU for the maxi move device contains information that: ¿the expected operational life of your arjohuntleigh lift is ten years from the date of manufacture..¿ ¿the simplest, safest, and most effective way to maintain you product is to have it methodically and professionally serviced by an ajrohuntleigh approved representative using arjohuntleigh approved spare parts¿. To sum up, while the event occurred the arjo device was being used for the patient¿s handling. The spreader bar detached from the lift and from that perspective, the floor lift device did not meet technical specifications at the time of the event. We report this event to the competent authority based on the reported spreader bar detachment during patient transfer.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during the transfer from a chair to rest room, the spreader bar detached from the device. Informatio regarding sustained injury was not provided by the customer.

Manufacturer narrative:
Collecting of the information is ongoing. Additional information will be provided upon investigation conclusion.